Manufacturer narrative:
Additional info:visual and optical review did not identify breakage. Functional evaluation was able to tap hole without issue. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in the instrument. The instrument appears to be capable of performing its intended function.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-5 to treat degenerative disc disease. It was reported the tap tip broke during use. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.